Event description:
Event description cpi received information that this transvenous defibrillation lead experienced innaproppriate shocks. The pace/sense portion was capped, the shocking portion remains active. A new pace/sense lead was implanted.